Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report, the device was defective and was found to not program. The report stated that the device was explanted on (B)(6) 2016. It was reported the doctor replaced the device with a new one. Reportedly, there was no injury to the patient and the patient is doing well.